Manufacturer narrative:
No patient information as no patient was involved in this concern. Device manufacture date not available at time of this report. Part disposed of. Visual examination at time of incident indicated that the threads of the clamp were stripped; if this occurred during surgical use, the frame would be more likely to move and could cause inaccuracy.

Event description:
A site representative reported an open spine clamp that was stripped. There was no patient present.